Manufacturer narrative:
The insulin pump was received with no response on the act and escape buttons due to flattened button dome switches. The pump was received with no unlock lcd keypad connector. The pump was received with minor scratched display window and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that the buttons are no longer working. The customer stated that the pump alarmed button error when he was trying to give a bolus. The customer stated that the up and down buttons work fine but the bolus and act buttons are not working. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.